Event description:
During an unrelated procedure, the set screw of the device was observed to be damaged. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.